Event description:
An attorney reported having a client with clouding of the lens following intraocular lens (iol) implant surgery. The initial outcome of the surgery was good, but 3 years later, a clouding of the lens and/or a clouding substance around the lens occurred resulting in a decreased visual acuity. In a f/u, the surgeon's rep stated, the pt was seen in 2008 and stated, she had reduced visual acuity for at least two years prior. In 2009, glistenings were noted on the lens. A yag procedure was performed but had no effect on the visual acuity due to the glistenings. In another f/u, the pt's ophthalmologist stated, he last saw the pt in 2009. Visual acuity was 0.63 (20/32), the iol had glistenings, an optical coherence tomography was normal, and the morphology of the macula was appropriate to her age. The ophthalmologist could not find a reason for the pt's report of decreased visual acuity, stating there was no clouding of the lens. He feels it is unlikely that a lens replacement would improve the pt's visual acuity. Add'l info has been requested.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).